Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
Its alleged, that the patient underwent a right total hip arthroplasty on (B)(6) 2007. Blood work revealed elevated levels of cobalt and chromium. Patient underwent revision surgery on (B)(6) 2017.